Event description:
Customer's mother reports that customer had high blood glucose of 440 mg/dl. Customer's blood glucose was 214 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap was flushed, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, unsure if basal rates were correct, insulin did exit tubing, customer was programming correctly, and air bubbles found in tubing. Customer's mother was advised that tubing clamp would be sent in order to continue troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.